Event description:
Healthcare professional reported left side "implant rupture" confirmed via ultrasound. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are additional, changed, and/or corrected data: a5, a6, b3, b5, d6b, e1, h6.

Event description:
Healthcare professional reported left side "implant rupture" confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of jun/2025 provided. Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.